Event description:
Subsequent to the previously filed report, the following information was received:the prostyle was used after an interventional cardiac ablation procedure using an 8fr sheath. A new prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2: outcomes attributed to ae changed to required intervention

Event description:
It was reported that a cuff miss [suture retrieval issue] was noticed with a prostyle device relative to an unspecified procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.